Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited failure to capture due to lead dislodgement. The lead dislodgement was confirmed via x-ray. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction b6 section: previous report should have mentioned xray was performed to confirm, atrial lead dislodgement in the b6 section.